Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced multiple incidents of elevated blood glucose (bg) levels. However, the exact values were not provided. The customer would change supplies to stabilize bg's. Reportedly, the customer would change supplies every 3 days. During the call with tandem technical support (cts), the customer was educated regarding the labeling instructions for humalog. As the customer did not contact tandem technical support at the time of the reported issues, a system check was not performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.